Manufacturer narrative:
The set was returned, while the "hummi" device from the complaint was not. A visual examination of the t-connector did confirm an issue with the septum. There was not a complete through and through hole and there did not appear to be any missing rubber. Removed the septum from the t-body and visual examination of the underneath did show a slit was present as expected. Additionally, there was no additional damage to the underneath demonstrating the damage was most likely not from coring. Slit in septum was not fully compromised from the proximal to distal ends as the septum remained hermetically sealed. The hummi device that was used during the occurrence was not returned and was not kept. Therefore, we were unable to examine it for any potential defects or have it sent to the manufacturer (B)(4) for evaluation. The uac was returned with the t-connector and it is not manufactured by nexus. There is no evidence that a piece of rubber was missing and had floated into the uac line. It appears the t-connector was manufactured in accordance with procedures as the septum was slit an no other issues were noted. Additionally, the damage was only on the surface of the septum indicating the septum was not cored. The hummi device should have been able to be easily inserted into the t-connector septum when following the directions for both the nmt8046 & abg-hm-1. The dfu for the nmt8046 states to follow the instructions for the hummi device and has the following caution: do not force access into the t-sites septum or septum damage may occur. The dfu for the hummi (abg-hm-1) has similar cautions: (2.8) do not force blunt tube if resistance is met on initial insertion. (2.9) excessive force could damage the septum and/or create fluid leaks. Probe center of septum gently until opening is found. Stop insertion after blunt tube is fully seated inside the catheter hub. The abg-hm-1 dfu also states the following in 5.7: slowly insert the blunt metal tube into the micro t-connector septum at a 90 degree angle to the septum. (Keep straight on insertion). Based on previous nexus laboratory testing, the insertion force with a hummi device is on average < 1 lbf when following proper procedure as mentioned above. Nexus also performed a test using the hummi device to access the septum 150 times with no signs of damage. Additionally, these samples were subsequently subjected to a fluid leak test and vacuum leak test with no failures. The damage pattern suggests the clinician using the hummi device accessed the t-connector septum at an angle, rather than perpendicular to the septum's proximal face, and most likely with excessive force (> 1lbf). Nexus attempted to recreate the damage using a new hummi device and an unused t-connector. With the hummi attached to a force gage, tried to access the t-connector not using the slit (i.e. Off center). When trying to force the hummi device into the septum, at greater than ~2.5 lbf the tube on the hummi device begins to bend and still does not penetrate the septum. This same phenomenon was also seen when using the hummi in a typical fashion. Attempted to access the t-connector at an angle off center from the slit and the same phenomenon occurred. After numerous attempts, were able to create damage to the top of the septum similar (although not identical) to the complaint sample. During these attempts to replicate the issue, the hummi tube would generally bend without penetrating the septum. In a few cases the tube bent completely to a right angle near the hub. As the hummi tube from the complaint was not returned for evaluation, it cannot be examined for signs of bending or damage. Based on the evaluation of sample and laboratory testing, it is postulated the damage was caused by the clinician attempting to insert the hummi device into the t-connector at an off-axis angle and at a higher than normal insertion force (> 1lbf). There were no observed manufacturing defects with the sample as the slit was present and would have allowed for normal access of the hummi device. Therefore, the root cause for the complaint was not product related. The dfus were reviewed and appear to have appropriate instructions and cautions for usage.

Event description:
Blood draw device "hummi" used per protocol to access umbilical blood for sampling. Rubber piece of t-connector dislodged by hollow needle and floated in uac. Line removed.